Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors with mcs tip and sheath involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. The mcs tip accessory was returned and fa could not verify the external event. Additional observation not reported by site that is not related to the customer reported complaint was also identified: the mcs tip was missing the outer part that goes over the overmold adapter of the mcs instrument. The instrument was transferred to isi advance failure analysis (afa) for further investigation. Afa confirmed all primary failure analysis. The customer reported complaint was not replicated nor confirmed since the retaining tip cover was not returned with the tip accessory. The mcs tip did not exhibit any issues. The ball end of the actuation rod appeared to be normal and the grooves on the clevis did not exhibit any damage. The retaining cover would be needed in order to inspect the locking mechanism and check for any damage which may cause the tip accessory as a whole to become loose from the instrument. A potential root cause of the mcs tip accessory falling off could be due to improper tip installation, such as not fully rotating the outer retaining cover to the correct position. Intuitive surgical, inc. (Isi) received the mcs instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The mcs instrument was installed and driven with an in-house mcs tip accessory. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips open and closed properly. The in-house mcs tip did not fall off during the test. An additional observation not reported by site that is not related to the customer reported complaint was also identified: the mcs instrument was found to have a damaged overmolded seal adapter. The instrument was transferred to isi advance failure analysis (afa) for further investigation. Afa confirmed all primary failure analysis. An in-house mcs tip accessory was installed onto the instrument and the instrument was placed on an in-house system. The system did not raise the 'reinstall mcs tip' error and the mcs instrument behaved as expected. While manually actuating the scissors with the grip knob off the system, the mcs tip accessory was securely attached and no extraneous movement of the accessory was observed during actuating or physically moving the tip. After further inspection of the overmolded seal adapter (osa) it was observed that the osa teeth were found to be damaged and worn away, typically caused by improper tip accessory installation or improper handling during reprocessing. The osa was also found to exhibit scratches approximately 0.16" long. The root cause of these scratches could be due to the use of a cutting instrument when removing the instrument sheath. The root cause of the damage and scratches are typically attributed to mishandling/misuse. Intuitive surgical, inc. (Isi) received the mcs instrument sheath involved with this complaint and completed the device evaluation. The sheath had no damage found. The sheath was installed on and removed from an in-house instrument without any issue. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. No image or video of the procedure was provided for review. This complaint is considered a reportable adverse event and malfunction event due to the following conclusion: it was alleged that the mcs instrument tip broke and fell inside the patient during a da vinci assisted procedure. The piece was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip broke and fell inside the patient. The broken tip was retrieved during the same procedure. The procedure was completed with no reports of patient injury. The monopolar curved scissors with mcs tip is intended to be used with the da vinci sp system for manipulating, cutting, and dissecting tissue, coagulating and transecting tissue using monopolar electrosurgical energy, and cutting suture. The mcs tip is also intended to provide electrical insulation over a section of the monopolar curved scissors instrument so that rf energy is only available at the scissor blades. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25-may-2022: the mcs instrument and mcs tip cover accessory were inspected prior to use and no damage was found. The mcs tip cover accessory was retrieved using a laparoscopic grasper. The mcs instrument did not have any functionality issues during procedure. There was no difficulty removing the instrument and mcs tip cover accessory and the instrument wrist was straightened upon removal with no damage noted. The procedure was completed with a backup instrument. Neither electrolube nor any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. No image or video of the procedure was provided for review.